Event description:
There was an allegation of false-positive elecsys anti-hcv ii results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was 1.99 coi, and the repeated results were 1.99 coi and 1.98 coi (all positive). On (B)(6) 2026, the sample was retested on another module (cobas e 411), and the results were 1.88 coi and 1.820 coi (both positive). The sample was tested using the clia assay, and the result was 0.10 (negative). The unit of measure was not provided. On (B)(6) 2026, confirmation testing, using the lia assay (fujirebio hcv score), was performed with immunoblot, and the result was negative. Based on the patient's clinical background, the positive anti-hcv results are allegedly false-positive results.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The patient sample was investigated. The results were repeatedly reactive. Based on the negative immunoblot testing result, the sample's anti-hcv ii result is assumed to be falsely reactive. The investigation determined the issue is related to a sample-specific discrepancy. Single false reactive results may occur as the specificity of elecsys anti-hcv ii assay is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem. The elecsys anti-hcv ii assay performs within specification.